Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 4/27/2016. Belt: 6/10/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly at dialysis at the time of passing. Review of the patient's download data confirmed that the lifevest detected an arrhythmia five times between 7:52:50 pm and 8:00:09 pm. The patient's ECG shows that the patient was in vf with CPR and motion artifact from 7:53:50 pm to 7:56:32 pm. The CPR and motion artifact prevented the lifevest from delivering a treatment during this time. At 7:55:19 pm, the patient received a non-lifevest treatment. The patient's rhythm was vf with CPR and motion artifact at the time of the treatment. The post-shock rhythm was vf with CPR and motion artifact. The patient's rhythm then degraded to asystole. The patient remained in asystole until the electrode belt was disconnected at 8:38:48 pm. The patient's equipment was returned and was found to be fully functional. There is no indication of a device malfunction caused or contributed to the patient's passing. CPR and motion artifact prevented the lifevest from delivering a treatment during a treatable rhythm.